Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and went to the emergency room. Information received on the remote transmission was reviewed by qualified personnel. It was determined that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes, sensing integrity counter (sic), and impedance out of range. Oversensing of the rv lead was noted on stored egm (electrogram). The rv lead remains in use. No patient complications have been reported as a result of this event.